Manufacturer narrative:
Event date: 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp secondary medication set would not allow fluids to move from the secondary bag to the primary bag. This occurred during set up of the device. There was no patient involvement. No additional information is available.